Manufacturer narrative:
Relevant retention material of roche cardiac t quantitative of lot 28254910 was measured on a qualified cobas h232 with one blood sample and two spiked blood samples. The plasma from the blood samples was measured on an elecsys 2010 analyzer. All results agreed and were in accordance with the testing plan. The products were within specifications and no product problem was found.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable cardiac, troponin t quantitative results from cobas h232 meter serial number (B)(4). The cobas h232 meter is not sold in the united states. The customer's process is to repeat any sample that has a "positive" troponin t result on another meter. They will accept a limit of 20% error between the instruments. No unit of measure was provided. The initial result for the first sample from the patient was 574. The repeat result on the other meter was 343. The initial result for the second sample from the patient was 513. The repeat result on the other meter was 394. Information regarding if any erroneous result was reported outside the laboratory was requested, but it was unknown. The patient was not adversely affected.